Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of birth - unknown date in (B)(6). Implant date - approximately 25 years ago. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported a synthes (B)(4) tibial nail broke during removal of the nail. The nail was being removed to complete a (pcl) posterior cruciate ligament reattachment. It was reported that the length of time the device was in the patient led to lots of bony regrowth. The surgeons were using a winquist ii removal set. It was reported that the top of the nail broke during surgery and enough of the nail was removed to complete the procedure. A portion of the nail remains in the patient. Surgery was completed successfully with no report of time delay or patient injury. This report is for an unknown nail.this report is for 1 of 1 complaint (B)(4).